Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 475cc mentor smooth round spectrum saline breast prostheses, suffered spontaneous bilateral breast implant deflations and discomfort, post-procedure. CT scan confirmed the deflations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On december 13, 2021, mentor became aware that the patient was also diagnosed with breast hypoplasia, breast asymmetry, and only right breast deflation. No indication of a left breast implant deflation. However, on may 27, 2021, per mammogram, the patient was also diagnosed with bilateral breast implant site calcifications, and left breast fat necrosis. As a result, the patient underwent bilateral implants removal and replacement on (B)(6) 2021. The replacement devices were the following. (Left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9556193 sn: (B)(6) and (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9535794 sn: (B)(6). In addition, the explanted devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: calcification, necrosis, breast pain.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).